Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had gotten the insulin pump wet. Customer's blood glucose level was 12.0 mmol/l. Customer stated that the pump seems to be working, but when she tried to do a bolus in the air it did not seem to deliver. Customer stated that there was a crack in the casing of the pump at the battery cap. Customer was advised that the insulin pump will need to be replaced. No further assistance needed.

Manufacturer narrative:
The insulin pump had traces of moisture at the mother board and liquid crystal display board during the visual inspection. The insulin pump had minor scratches on the display window, broken battery tube threads and a cracked reservoir tube lip.